Event description:
Smiths medical international ltd., has been notified of one event of user alleges male pt had tube inserted and two days later, they replaced the gauze and noticed the tube came off the flange. The tube was replaced. No adverse outcome reported.